Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomachache. The cause of peritonitis was not reported. The patient was hospitalized for the event. It was reported that the patient would administer treatment at home with unspecified antibiotics (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available as the reporter declined to provide additional information.